Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising thresholds. The rv lead was explanted and replaced, and during the procedure the right atrial (ra) lead dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.